Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a packing coil (pc) and a lantern delivery microcatheter (lantern). It should be noted that the patient¿s anatomy was mildly tortuous. During the procedure, while attempting to advance the pc into the target vessel, the physician determined that the pc did not fit in the vessel. While retracting the pc through the mid-shaft of the lantern, resistance was encountered, and the pc unintentionally detached. Therefore, the lantern containing the detached pc was removed. It was reported that the pc was flushed out of the lantern. The procedure was completed using a new pc and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod packing coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, and the pull wire was in its original position on the distal end of the pusher assembly. If the pod packing coil is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and result in the embolization coil detachment. Further evaluation revealed kinks and bends along the length of the pusher assembly and offset coil winds on the embolization coil. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.